Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the high definition liquid crystal display monitor had a condition in which the screen remained black while only the indicator light was on. The issue was found during the unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failure in printed circuit board and writing error in printed circuit board, the menu is not displayed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to a failure in printed circuit board, the endoscopic image cannot be displayed. And due to writing error in printed circuit board, the menu is not displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.